Event description:
It was reported by the distributor, the endoeye flex deflectable videoscope had a pinhole (air/water leak). No patient harm reported. During the evaluation of the device, it was noted noise occurred in the image and the image disappeared temporarily due to a defective circuit or shielding. This report is to capture the reportable malfunction of the noise occurred in the image and temporary image loss due to a defective circuit or shielding noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The bending section was rotating due to an external factor. The bending section blade was broken due to an external factor. The bending section cover were scratched due to external factors. The bending section cover adhesive was missing. The bending section was not securely fixed due to the wear of the forceps elevator lever. The video connector was deformed due to an external factor. The video connector case was cracked due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector or the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.